Manufacturer narrative:
Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: according to the information received, it was reported that during an arthroscopy while using a vapr tripolar90 suction electrode had a cut/coag stuck error. They assumed hand control button was stuck so hand control ablation couldn't work. The electrode was received and evaluated in juarez laboratory. The electrode was visual inspected, as a result, it was identified that the switch boot was moved from its original position. Also, saline residues were observed in the suction tube, sings of activation can be observed. To test its functionality, it was tested on ablation and coagulate mode; as a result, one button failed during coagulation. The electrode was sent to manufacturer for further evaluation in the different test. The vapr tripolar 90 suction elect was evaluated by the manufacturer with the following results: the device was not returned in its original packaging. The active tip is in a used condition with signs of debris around the active tip; also, the device handswitching buttons visually undamaged. The switch boot is incorrectly positioned, with it being pushed forward. There is no saline residue visible at the distal end of boot or on the surface, the suction tube of the device shows signs of saline residue, the device shaft is distorted and is therefore no longer straight and no visible damage on handle and cable. With the boot pushed forward the rubber boot buttons did not directly align with the buttons on the pcb. The device was tested as received, which concluded that all buttons functioned, but it was noted that the one coag button did not consistently. There were no instances of the buttons sticking. The activation tests were repeated with the rubber boot correctly positioned. All buttons consistently worked with no issues recorded. Inspection of the buttons on the pcb showed all remained in good condition with no issues visible. Based on the information provided by the manufacturer, the lot number advised is not valid for a tripolar electrode therefore the lot number of the complaint device is unknown. From our investigation we were able to confirm a fault with one button - the coag button did not function consistently. The process controls are already in place to maximize the likelihood of detection of this failure mode, and a review of the product manufacturing plans has shown no changes to the manufacturing process have been introduced that would increase the occurrence of this failure. As detailed in the product control plan this product is 100% inspected during the assembly to ensure there is no gap between the switch boot and handle halves. - if gap is detected, notify team leader or section head or process/quality engineering. Therefore, all reasonable containment is in place and additional process containment or correction work is not recommended related to this individual complaint. The defect was investigated under cr-(B)(4) and the investigation has already been completed; as result, the testing during development has shown switches do not activate when flooded with saline and the worst-case leakage current from exposed conductors is within safe limits. The different scenarios were reviewed; the loss of function related to fail to withstand transportation/handling/ impact forces related to movement, installation or use, resulting in damage. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed.

Event description:
It was reported by the sales rep in (B)(6) that during an arthroscopy procedure on (B)(6) 2021, it was observed that the ablation on the vapr tripolar 90 suction electrode device did not work as the hand control button was stuck. During in-house engineering evaluation, it was determined that there were saline residues in the suction tube and the coagulation mode failed functionality testing. Another like device was to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.